Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to metallosis and loosening of the cup.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-04349 / 04655 / 04656).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2009 due to unknown reasons. The head, taper insert, and stem were removed and replaced. The patient was further revised on (B)(6) 2015 due to metallosis and loosening of the cup. The head, cup, and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2009 due to unknown reasons. The head, taper insert, and stem were removed and replaced. The patient was further revised on (B)(6) 2015 due to metallosis and loosening of the cup. The head, cup, and taper insert were removed and replaced. A liner was also implanted during that time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow up report is being filed to relay additional information. (B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2015-04655, 0001825034-2015-04656, 0001825034-2015-04349, 0001825034-2017-06892 , 0001825034-2017-06893, 0001825034-2017-06895. Concomitant medical products = p/n 157442 m2a-magnum mod hd sz 42mm l/n 262230; p/n 157442 m2a-magnum mod hd l/n 571380; p/n us157848 m2a-magnum pf cup l/n 134680; p/n 103201 taperloc por fmrl l/n 303430; p/n 11-104110 m-h pc 10x155mm t1 l/n 008790; p/n 139254 m2a-magnum 42-50mm insert l/n 637710. Examination of the reported device(s) was not possible as they were not returned. A search of the complaint history identified no other related reports against the provided product/lot code combinations. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records and x-rays were reviewed, which confirmed the complaint. The investigation can draw no conclusions with the information made available. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Zimmer biomet considers the investigation closed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised approximately 2 years post-implant due to pain. During the procedure, the femoral head and taper adapter were removed and replaced and a femoral osteotomy was performed to replace the femoral stem. The patient underwent physical therapy approximately 10 times after the revision procedure. The patient was revised a second time 6 years later due to metallosis, elevated metal ion levels, adverse tissue reaction, squeaking of the joint, pain, ambulation difficulties, and metallic odor of the breath and bowels. During the procedure, metal stained tissue and metal debris were encountered and metallic brown fluid was removed from the joint. Areas of patchy osteolysis were noted; however, the stem was well-fixed and was not removed. The acetabular cup, femoral head and taper adapter were removed and replaced and an polyethylene liner was implanted.